Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
Customer reported leaking during a blood transfusion. Report received: "4 drops of blood on the floor. Blood was found on the inside of the chamber. Per the pump 290 cc of blood infused. According to the blood sheet there should have been 350 cc of blood. The bag was completely empty. There was not blood on the pt and 4 drops on the floor. Drops inside the chamber and 1 drop on top of chamber on tubing. The insertion port on the bag of blood did not have any blood did it. The integrity of the tubing system was compromised; however, charge nurse and bedside nurse cannot find the point where it is compromised." Although the rn reported the pt did not receive a complete infusion, no pt harm occurred as a result of the event. No further pt/event info was provided.